Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited undersensing on the atrial channel. Technical services (ts) was consulted and confirmed by reviewing stored electrograms. Ts noted that the device is operating as programmed and reported no adverse patient effects. This ICD remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.